Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device - inconclusive analysis - incomplete.

Manufacturer narrative:
Product event summary: further analysis of the returned device noted in an addendum that telemetry was functional for the device.

Event description:
It was reported that telemetry could not be established with the device, nor could the device be interrogated while in the box. The device was not implanted. No patient complications were reported as a result of this event.